Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported purge disc/flag issues has been completed. Console logs from the reported day of event are mostly consistent with complaint and show that after purge cassette was inserted (prior to case start wizard launch), the ¿purge disk not detected¿ alarm triggered (according to log timestamps 8 seconds after purge cassette was inserted), but self-resolved immediately. During case start, there was a delay until pump was connected (after a prompt), followed by uncharacteristically long priming (over 3.5 minutes). Subsequently, purge cassette was briefly disconnected and reinserted (twice), and eventually pump and purge cassette disconnected from ic5645 and presumably transferred to a backup (although we were unable to identify the backup console sn, and whether the issue was fully resolved). Console was tested in field service, and no deficiencies of the purge system were discovered, and reported issue (either purge disk or purge cassette not detected) was not reproduced. Purge disk retainer and disk detect flag were not compromised, although there was some minor contamination under the retainer, most likely resulting from prior purge fluid leak. Case start using service pump and purge cassette was successful, and priming was not unusually prolonged as it was in the field. During repeated testing it¿s been observed that with the purge door/lid open, the purge cassette sometimes dislodges itself during priming, which appears in aic log as purge cassette briefly disconnected, however in the field, purge cassette disconnection occurred after priming was completed. The cause of the issue was most likely use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an automated impella controller (aic) displayed a purge disk not detected alarm. To resolve the issue, the console was exchanged for a backup and reportedly the purge cassette was detected. It was reported this issue occurred during a clinical case; however no patient information was provided. There was no patient harm reported.